Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04187, for the other associated device information. It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for an egd (esophagogastroduodenoscopy) treatment in the esophagus of a (B)(6) male pt on (B)(6) 2009. According to the complainant, during the procedure, the string on the first device was impairing the visual field. They tried a second device and the first band would not deploy and would not allow any other bands to deploy. The procedure was completed with a third speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).